Event description:
Nurse drew blood into a 10cc syringe from pt line; attached said syringe to a vaccutainer and added mint tube to vaccutainer. The top of the tube popped off and blood splashed all over nurse - face, eyes, arms, chest, legs, etc. Nurse discarded the tube into the sharps container without checking the lot number. The nurse did not push on the syringe. Nurse checked lot number of the stack of mint tubes and it is c2005339.